Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the blue piece of the valve broke off. The piece was retrieved without any problems, and no patient complications were reported by the hospital. The procedure was completed with the same device.

Manufacturer narrative:
Investigation results: after viewing the foreign material under a microscope, it was concluded that it had come from the main seal of the vv-6 and not from the btt. Therefore, this investigation will confirm that a piece broke off during a procedure, however, it was from the main seal and not the btt. It was also observed that the silicone coating on the btt had been torn. Lhr review from this incident was completed, and there was no nonconformance associated with this failure mode.